Event description:
Patient was in hospice due to cancer caused by agent orange. The caller states that her husband received a lift and sling from the va. She states that va rep came to show them how to use sling, and the mesh sling they used "ripped" her husband's skin and now he has an infection. The infection led to sepsis resulting in death.

Manufacturer narrative:
There are no allegations of malfunction or deficiency concerning the sling. The wife reports the husband has sensitive skin. It appears the sling was not the correct product for this patient. The wife provided the model number for the sling owner's manual part number 1023891-k. The manual is for all invacare slings so the exact mesh sling is unable to be determined, therefore the manufacturer of the sling cannot be determined. This report is being filed under taylor street. The manual states, "use an invacare approved sling that is recommended by the individual¿s doctor, nurse or medical assistant for the comfort and safety of the individual being lifted."